Manufacturer narrative:
The commander delivery system was returned for evaluation and an engineering evaluation was performed. The 26mm commander delivery system was returned inserted through the full loader assembly. The delivery system was in the locked position with 0.5 fine adjust and no flex in use. A longitudinal balloon burst was confirmed. Tear observed to be 2.3 inches in length. Due to the condition of the returned device, no functional testing was able to be performed. The inflation balloon single wall thickness was measured along the edges of the burst location. All measurements taken of the balloon single wall thickness met the specification. The device history record (DHR) was reviewed and the work orders did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review revealed 2 similar complaints with device return; however, no manufacturing nonconformance was identified during the evaluation of the returned devices. Available information suggests that patient factors (calcification) and procedural factors (inflation balloon with extra volume) could contributed to the similar events. During the manufacturing process, the device was visually inspected and tested several times. All the inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. All tested sample units for this lot passed pv testing. These inspections and tests during the manufacturing process support that it is unlikely that a non conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for balloon burst was confirmed by the returned device condition. However, no manufacturing nonconformance was identified during the evaluation. A review of the DHR, lot history, complaint history and manufacturing mitigations did not provide any indication that a manufacturing non conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. Per the complaint description, during the procedure, after the valve was implanted, the balloon burst. As per medical opinion, the root cause of the event may have been that the landing zone was moderately to severely calcified. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Additionally, it was noted that an additional volume of +1cc added to the balloon. It is possible the balloon was overinflated, subjecting the balloon to pressures high enough to cause the balloon to burst. The available information suggests that patient factors (calcification) and procedural factors (over inflation of balloon) may have contributed to the reported event. No IFU/labeling/training manual inadequacies or manufacturing non conformances were identified. Therefore, no corrective or preventative actions are required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The device evaluation is in progress. A supplemental report will be completed upon completion.

Event description:
As reported, this was a 26mm sapien 3 case in the aortic position by transfemoral approach. The patient had severe calcification of the aortic valve. During the procedure, after the valve was implanted, the balloon burst. The incident had no impact on the implant outcome as it was a successfully implanted. There were no difficulties while removing the delivery system. As per medical opinion, the root cause of the event may have been that the landing zone was moderately to severely calcified. The implantation was successful, and the patient was discharged home in stable condition.